Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing was observed on merlin.net transmission. The episodes were being caused by myopotential oversensing. Programming changes were recommended but physician chose not to make any changes. Patient is fine.